Event description:
It was reported that the patient was experiencing difficulty charging the ipg since implant. The ipg was implanted too deep. The patient underwent an revision wherein the ipg was moved medial and closer to the surface of the skin.